Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight not available for reporting. Event: unknown date in 2017. Unknown implant date in (B)(6) 2017. Device is not expected to return for investigation. Device history record review: part no.: 281.900. Lot no.: 9730141 manufacturing location: (B)(4). Release to warehouse date: dec. 23, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2017 a patient was implanted with a plate and screws from the dynamic condylar screw system (dcs) for a subtrochanteric fracture of the right femur. On an unknown date the plate was found to be broken in-situ, reportedly caused by fatigue of the implants. A revision surgery was performed on (B)(6) 2017. It was reported that the patient did not suffer from any falls during the post-op period. There was no report of surgical delay or patient harm. The surgery was completed successfully. Concomitant devices reported: screws (part # 280.65, lot# unknown, quantity 1), screws (part # 214.060, lot# unknown, quantity 1), screws (part # 214.040, lot# unknown, quantity 1), screws (part # 214.036, lot# unknown, quantity 1), screws (part # 214.032, lot# unknown, quantity 3), screws (part # 214.030, lot# unknown, quantity 1). (B)(4).